Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter broke at the connector site. The catheter was removed intact. Pain management was changed to IV medications to meet the patient's needs.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The lot number was not reported, therefore, an attempt was made to obtain a lot number from the sales history of the customer, however, there was no record of this customer purchasing this product. Complaint verification testing could not be performed as no sample was returned for analysis, and no DHR review could be performed. The potential cause of epidural catheter separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter broke at the connector site. The catheter was removed intact. Pain management was changed to IV medications to meet the patient's needs.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter for investigation. Visual examination of the returned catheter revealed that the catheter appears typical but used as biological material was present between the catheter coils, and adhesive residue was present on the catheter body exterior. No other defects or anomalies were observed. The distal marker indicating the distal tip was present. The proximal end appeared typical. The returned catheter was measured at 90.8cm, which was found to be within specification. No pieces were missing. A functional leak test was performed to ensure that there are no tears in the catheter extrusion. No leaks were detected. No lot number was provided by the customer; therefore, an attempt was made to obtain a lot number from sales history of the customer. There was no record of this customer purchasing this product number; therefore, a lot number could not be obtained and a device history record (DHR) review could not be performed. The reported complaint of a separated catheter was not confirmed based upon the sample received. The returned catheter was confirmed to be intact with no missing pieces. The returned catheter extrusion was confirmed to have no tears as the catheter passed a functional leak test. There were no issues found with the returned sample.

Event description:
The customer alleges that the catheter broke at the connector site. The catheter was removed intact. Pain management was changed to IV medications to meet the patient's needs.